Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer returned photos of 3/10cc, 12.7mm, 29g syringes with the poly bag from lot # 9337429. Customer states that there is needle hub separation. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. 2 samples were returned. Bdj confirmed that the needle shield with hub was detached from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There were six (6) notifications [(B)(4)] noted that did not pertain to the complaint. Occurrence: a complaint history check was performed and this is the 8th related complaint for needle hub separates on lot # 9337429. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed appropriately. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: a visual evaluation of photo found (2) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. Their needle assemblies were not pictured. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Rationale: CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "needle hub separation occurred."